Event description:
The manufacturer was contacted in reference to dreamstation auto CPAP device. The reporter alleged of having eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, kidney disease/toxicity, lung disease, kidney cancer. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information received on 09/19/2025. The following fields have been corrected/updated. Box b: adverse event/product problem has been corrected. Box d: material number, catalog number and product UDI number has been updated. Box h: (device) problem code grid has been updated. Recall number has been updated.